Manufacturer narrative:
Device evaluation completed on january 15, 2025: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mod classic gel, 385cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses, symptomatic ruptures. H6: health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast reconstruction primary with a mentor memorygel, 385 cc silicone prosthesis experienced bilateral symptomatic ruptures, and unexplained symptomatic symptoms including, breast implant illness, pain, fatigue, cognitive issues, hair loss, dry skin, dry eyes, dry mouth, changes in weight, temperature intolerance, low libido, autoimmune symptoms, night sweat, insomnia, hormone imbalance, paresthesia, discoloration, body odor, muscle twitching, dehydration, frequent urination, skin issues, edema, premature aging, thyroid issues, adrenal symptoms, decline in vision, gastrointestinal issues, digestive issues, food intolerances, suicidal thoughts, respiratory issues, cardiovascular issues, oral thrush, feels like dying, inflammation, infections, headaches, dizziness, migraines, anxiety, panic attacks, depression postoperative. The ruptures were found via MRI examination. The patient reported that she developed about 40 breast implant illness symptoms since receiving the implants 9 years ago after her mastectomy, many of these symptoms have intensified since the ruptures this past summer. As a result, patient scheduled for bilateral removal on (B)(6) 2024. This report relates to the right side.